Manufacturer narrative:
Analysis was performed onsite service personnel which included testing of the alleged device. The results of the analysis were that the device speaker was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the defective part and the product is back in service. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting address state: (B)(6) e1: reporting institution phone#: (B)(6) e1: reporter phone#: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error message. No sound was coming from the device. The device was in clinical use. There was no report of patient or user harm.